Event description:
It was reported that the ilet charger was malfunctioning, requiring the user to place the device on and off the charger multiple times to initiate or continue charging, consistent with a charging failure of the charger component. Symptoms included no reported clinical effects. Outcomes included no reported impact on health or medical care. Customer care provided support that included arrangement for replacement and return for evaluation. Investigation of this case revealed a suspected charger malfunction affecting power transfer to the device, consistent with a device component performance issue of the charger. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the charger.